Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient reported that the needle of her infusion set bent causing high blood glucose. She stated about 2 months prior, she started feeling sick and tested her blood glucose which was 470 mg/dl. Patient reports she delivered a bolus of 10 units. She stated 30 minutes later her blood glucose was "close to 500 mg/dl". Patient reports the paramedics came and her doctor was called. Patient reports insulin was discovered leaking from the connection point between the infusion tubing and the infusion headset. She stated when the infusion set was pulled from her skin, the needle appeared bent and no occlusion error displayed on the infusion device. Patient states the paramedics drew the remaining insulin (approximately 15 units) from her insulin cartridge into a syringe, combined the insulin with saline and injected it into her body. Patient reports her blood glucose returned to her target range. Patient reports she attached a new infusion set to her skin. She stated she discarded the infusion set. No product return was requested.